Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was removing the patient's uterus through laparotomy incision, the console surgeon observed a piece of the fenestrated bipolar instrument in the patient. The piece was removed with no harm to the patient. It was reported that the patient had large fibroids in their uterus causing the surgeon to have to remove via laparotomy instead of morcellating as per usual technique.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one broken grip tip at the yaw pulley. The broken point is inside yaw pulley near the conductor cable connection point with clevis. With grip tip installed, engineering observed the tip to have a slight bend. No other damage found.